Event description:
A physician reported a patient who was originally skin tested on 7 august 1998 with negative results. On 27 august 1998, the patient was treated with two formulations of product in the glabella, nasolabial folds, the vermilion borders and the oral commissures. The physician did not observe any unusual blanching or color change at the time of treatment. About two weeks after treatment, the patient noticed swelling at the glabella. On 27 october 1998, the physician noted an abcess, described as a fluid filled cyst at the glabella, and some "itching" at the vermilion border treatment sites [onset date unknown]. The physician performed an incision and drainage of the abcess, which produced a small amount of purulent drainage. The drainage was not cultured. Oral cipro and topical retin-a to the vermilion border treatment sites were prescribed. The physician believed the abcess and the itching were related to a hypersensitivity to the collagen.